Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the experienced the high blood glucose. The customer's blood glucose was 500 mg/dl. The customer was treated with the insulin pump. Customer was neither in emergency room, nor admitted into hospital, as a result of high blood glucose. The auto mode was active on the insulin pump. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer had gone through body scanner at airport. The displacement test was passed. The insulin pump will not be returned for analysis.